Event description:
On 11/16/2023, it was reported by a sales representative via email that an ar-8934bck knotless suturetak broke during insertion. This was discovered during a peroneal repair procedure on (B)(6) 2023. No further information was provided. Additional information received on 11/17/2023: the case was completed by removing all the broken fragments and using a product from another manufacturer. The case was not delayed, and no additional anesthesia was administered. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause(s) of the reported failure can be attributed to user error, including misaligned insertion, and/or prying or levering the device during insertion. The complaint allegation was confirmed based on the customer attached picture that displays the anchor being broken inside the device's shaft tip.